Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has three reports: MFR # 2029046-2022-00277 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter); MFR # 2029046-2022-00278 for product code d128211 (pentaray nav high-density mapping eco catheter); MFR # d128211 for product code 10439011 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf), a pentaray nav high-density mapping eco catheter, and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. During an afib case, a pericardial effusion (pe) was noticed in the patient. After the physician had the catheter in the left atrium, the anesthesia staff noticed that the patient's blood pressure was low. The physician then used the intracardiac echocardiography (ice) catheter to check the right ventricle, and it was then noticed that a 1 cm effusion was present. The pericardial effusion was confirmed on ice, and the transesophageal echocardiogram (tee) physician also verified that the pericardial effusion was not present prior to the case. The procedure was continued from there, as the patient was stable and there were no changes with the pericardial effusion. At this point, the patient's blood pressure was "not bad enough to where they needed to do anything right away." The physician maintained an activated clotting time (act) of 350 and confirmed that there was still no growth to the pericardial effusion within an hour of performing ablation. The physician isolated the veins in the left atrium, then proceeded to remove the catheters from the left atrium, and then burned a cti line. At this point, the pericardial effusion was still about 1 cm in size. The physician then called in a cardiologist, and a surface echo was performed. Per the cardiologist's recommendation, the medical intervention provided to the patient was a pericardiocentesis and about 440 of fluid was removed, but the caller could not recall the measurement units of fluid. The patient was reported to be in stable condition. The adverse event was discovered while using biosense webster products. A slow change in pressure was noticed while mapping the left atrium with the pentaray catheter. A soundstar was then used to confirm an effusion. The physician was unsure what caused the adverse event. The physician¿s opinion on the cause is that it may be procedure related, while either manipulating the soundstar or the cs catheter. He does not believe that it was due to a product malfunction or patient condition. The patient stayed overnight to keep the drain in the pericardial space and monitor his recovery. The patient fully recovered. A transseptal puncture was performed with a baylis nrg transseptal needle. Ablation was performed after the pe was noted. A soundstar catheter was used to monitor the pe during ablation and no change was noted. There was no evidence of a steam pop. The pe was noticed during left atrial mapping. A stsf catheter was used with a flow setting of 2ml/min during mapping and then 15ml/min while ablating at 35w. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were: graph, dashboard, vector, visitag (tag index). The visitag module parameters for stability was tag index with the recommended surpoint settings. 2mm, 3s, 25% 3g. Size 3mm tags. No additional filter used with the visitag.